Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. Serial number was likely accidentally cleared at implant.

Event description:
It was reported that the device appeared to have had a power on reset when the data from a carelink transmission was reviewed. Upon further review of a save-to-disk from the device it was determined that a por had not occurred and the device serial numbers were inadvertently cleared at the time of implant which resulted in the later carelink transmission receiving an error message. The device information for the patient was reentered and the device remains in use. No patient complications were reported as a result of this event.